Event description:
The patient was having a laparoscopic cholecystectotmy. When the doctor went to staple the artery, the stapler would not fire. Another stapler was given to the doctor to complete the procedure.